Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had removed the infusion set in the middle of the night due to high blood glucose from a bent cannula. The customer¿s blood glucose during the incident was 400 mg/dl. The customer treated with a manual injection and an infusion set change. The customer¿s blood glucose came back down to 50 mg/dl. The customer treated the low blood glucose with glucose tablets and the blood glucose went up to 104 mg/dl. It was also reported that they had two incidents where the reservoir had fallen out of the reservoir compartment. The reservoir would not lock in place. The insulin pump will not be returned for analysis.